Event description:
On 23-sep-2020: follow up information was submitted to update health effect - impact code and result of complaint investigation of the of the returned used device (1 tubing) showed that all test results were within specifications. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the infusion set's tubing detached twice on the same set at the quick release last night while she was sleeping. Therefore, her blood glucose level was 305 mg/dl at the time of this event. The site location was patient's stomach and the pump was tucked under the pants. Moreover, the infusion had been used for second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Patient's height was 5 feet 5 inch. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the infusion set's tubing detached twice on the same set at the quick release last night while she was sleeping. Therefore, her blood glucose level was 305 mg/dl at the time of this event. The site location was patient's stomach and the pump was tucked under the pants. Moreover, the infusion had been used for second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Patient's height was 5 feet 5 inch. No further information available.